Manufacturer narrative:
Section h4: additional information. Device evaluation: the report of a centrimag failure occurring on (B)(6), 2019 was confirmed through the analysis of a data log file retrieved from the returned centrimag 2nd gen primary console. Per the log file, the system was supporting a pump for approximately 30hours at a speed of approximately 4000rpm and a flow of approximately 4lpm. At approximately 2:22pm on (B)(6), 2019 (per the timestamp) the log file captured an active system alert:s3 due to an active sf_ifd_shutdown_detected fault. During this event pump speed dropped to approximately 3200rpm and the flow reading dropped to 0lpm. These events were followed by a set pump speed not reached:m5 alarm. Attempts to adjust pump speed were unsuccessful and the flow reading remained at 0lpm until the system was powered down. The pump was captured as disconnected at approximately 2:26pm and the system was powered down at approximately 2:28pm. The returned centrimag 2nd gen primary console was evaluated and tested by tech service. The reported complaint was not verified during their testing. The returned console was tested along with its related motor (serial number (B)(4), evaluated under (B)(4). The two units were operated for an extended period of time and no failures or error messages were reproduced during testing. No additional observations or issues were found. Full functional checkout was performed per the centrimag 2nd gen primary console service process and the unit passed all tests. The returned device functioned as designed during testing. As a result, the root cause of the reported event could not be conclusively determined during the investigation. The tested unit was returned to the customer site. Reports of similar events will continue to be tracked and monitored. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Section d4, h5, h10: correction. Section d4, h5: the centrimag is not a single use product so it doesn't have an expiration date. The returned console was tested along with its related motor (serial number (B)(4), reported in MFR# (B)(4).

Manufacturer narrative:
Approximate age of device - 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that there was a centrimag failure that happened on (B)(6) 2019. These items were purchased on (B)(6) 2018 and failed upon the first use. Additional information was received on 01/25/2019 stated that the event was an out of box failure. The patient was immediately switched to the backup console and motor in the patient room without issue. It was stated that the patient did not suffer any injury as a result of the out of box failure.